Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at the pre-discharge follow up the lead exhibited impedance of 2000 ohms. A chest x-ray revealed that the lead had dislodged and was repositioned. At a f/u on 10/05 the lead exhibited impedance of 3000 ohms. The physician decided to reposition the lead. During the repositioning the physician noted that the lead was not secured to the header. The physician believed this was done during the previous reposition. The lead remained implanted.